Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached 431 mg/dl per patient's pdm. Patient was seen by a health care professional on (B)(6) 2017 where patient's bg were tested and read 76 mg/dl. Patient was treated with insulin through i.v. And was also provided juice and graham crackers.

Manufacturer narrative:
The returned device was evaluated and performed as designed with no evidence of any damage or manufacturing deficiencies that could cause the bg meter reading incorrectly. No malfunction/product condition that would have contributed to reported hyperglycemia was found.